Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on dec 19, 2017 with the following findings: evaluation revealed that the display was dim with discolored text. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the display was dim with discolored text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 19-dec-2017.